Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. 2750 ventricular short interval counts (v-sic) occur since (B)(6) 2013. 46 non-sustained tachycardia (nst) and 4 vf episodes of <(><<)> 220 ms v-v cycle are recorded on (B)(6) 2013. Max v-pace impedance rises from an approximate baseline of 650 ohm to > 2800 ohm the week ending (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden drop in r-waves from tip to coil. The lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).